Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's priming takes longer. The insulin pump was using more insulin to prime than it has in the past. Insulin squirts during priming. The buttons become sticky. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomaly due to unresponsive button. (B)(4).